Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from china that during service and evaluation, it was determined that the motor device run in the locked position, the cord was damaged and made excessive noise . It was further determined that the device failed pretests for visual assessment, motor thermistor assessment, safety assessment, noise assessment and air pump assessment. It was noted in the service order that the device cord was damaged and made abnormal noise during an unspecified malfunction. There were no reports of delays to the surgery. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.